Event description:
The customer returned the videoscope to the service center for evaluation of a separate issue. During the evaluation, a reportable malfunction was identified: the rubber was crystallized. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. The probable cause of this complaint is cause not established, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.